Event description:
Caller states the patient tested 2.4 inr on the coaguchek xs plus system while a comparison lab returned as 1.8 inr. No actions taken based on the device result. Cardioversion held due to lab value. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).